Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen and the keyboard possibly broken. The field service engineer (fse) cleaned the e-drawer and reseated all cables, correcting several loose connections. The power cord was loose in the outlet and was moved to a more stable one. Power and network settings were checked and corrected. The keyboard was tested using the hardware test application and worked well. The fse also found and fixed several loose pyxibus connections across multiple drawers. After a final reboot, the customer verified that both the screen and keyboard were working perfectly by logging in and testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen and had broken keyboard. Tried reboot but failed. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.